Manufacturer narrative:
Conclusion: damage to the reference electrode, likely caused by an external impact, was determined to be the root cause of the device failure. This is a combined initial/final report.

Event description:
A shipping list of explants was sent to hq 26nov2023.